Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported partial clip movement on the leaflet and slda appears to be related to patient morphology/pathology. The reported worsening mr was likely related to procedural conditions and due to the movement/detachment of the clip from the leaflet. The reported dyspnea appears to be a secondary effect/symptom of the increased mr. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the deployed clip had partial moved on the posterior leaflet, and then detached from the posterior leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted (70306u185), reducing mr to 2-3. On (B)(6) 2017, the patient returned with dyspnea, a transesophageal echocardiography was performed, which found that the clip had partially detached from the posterior leaflet and mr increased to 4. On (B)(6) 2017, a second mitraclip procedure was attempted. Echocardiogram showed the clip had now fully detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) mr remained at 4. Cds (70502u148) was advanced to the mitral valve, however the clip failed to grasp the leaflets due to the anatomy. The cds was removed and the procedure was discontinued. There was no clinically significant delay during the procedure. Mitral valve replacement was performed on (B)(6) 2017. The patient is stable. No additional information was provided.